Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the complaint could not be confirmed since the event took place in-vivo. The root cause of the event could not be conclusively determined; however, was likely due to the combination of the reported severe iliac limb tortuosity and the resulting kink in the region of the stent stop cup.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented at a routine follow up appointment. There was a type ib endoleak at the distal end of the endurant. The common iliac artery diameter was initially large at implant, and continued to dilate, while the patient was under monitoring. The physician embolized the left internal iliac artery using coils, the coverage was extended to external iliac artery. The physician advanced an endurant through the severely tortuous vessels to the intended landing zone, the external slider was rotated however the stent graft could not be deployed. The endurant stent graft system was removed from the patient and another manufacturer¿s stent graft was used to successfully treat the type ib endoleak. Per the physician the cause of the type ib endoleak was due to the patient¿s anatomy of disease progression and the cause of the unable to deploy the stent graft was due to patient tortuous anatomy. No additional clinical sequelae were reported and the patient is fine.